Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information stating that the customer's pump would not charge after he had allowed the battery to get low. The battery eventually depleted and the customer reverted to back up shots. The customer's blood glucose level was slightly elevated.